Event description:
It was reported via medwatch report that during a catheter exchange the catheter inadvertently slipped and lodged into the patient's femoral vein. Emergent retrieval of the catheter was required and was performed in intervetional radiology. It was noted this was a user error. There were no associated patient complications reported. The event occurred in 2006. Arrow international, inc. Was not notified until 4 months later.

Manufacturer narrative:
The device was not returned.